Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "wires" came "loose" before and they came "loose" again. The right atrial (ra) lead and right ventricular (rv) leads both remain in use. No patient complications have been reported as a result of this event.